Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a heart attack. At the time of the report, the pt was in the hospital for the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.